Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). Patient fell and was hospitalized for unrelated injuries. Patient did not contact manufacturer; just stopped using her scs device while recovering from the unrelated surgery. Electrodes reading not connected- 8, 9, 10, 11, 14 and 15 impedances - 8 (40,000) 9 (40,000) 11 (40,000) 15 (40 ,000). Patient was met with and after completing connectivity and impedance checks the patient was reprogrammed using the 0-7 lead in order to obtain more pain pattern coverage.